Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text 07/06/2019 11:51:50 (B)(4) complaints text 07/06/2019 11:32:27 (B)(4) initial notes: customer reports a broken pump inquired what led up to the complaint. Customer response: customer stated that there's a crack at the back of the pump bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack . Damage occurred: cannot recall. Location of the damage is: crack at the back of the pump. Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: customer will receive a replacement pump and will send defective pump ship: (B)(4), csle/return: (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0000.